Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported from the customer's doctor's office that the insulin pump was displaying alerts that it had lost power for more than 5 minutes, not because the battery died or was out. Last time this randomly occurred, he had to try a couple new batteries in the insulin pump before it would accept one and clear the alert. Customer's blood glucose level was 90 mg/dl. The device will be returned for analysis.